Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to clogging of nozzle, water removal ability does not meet the standard value. Protector of universal cord on scope connector side has a scratch. Grip was shaved. Connecting tube had a cut. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the gastrointestinal videoscope exhibited poor air/water supply. The device was returned and an evaluation revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. It was unknown if any foreign material was adhered to the scope. There were no problems with accessories used for reprocessing. The endoscope was submerged in cleaning solution. It was unknown if the air/water nozzle was brushed with a gauze, brush, or sponge. Liquid was sent to the air/water nozzle. Liquid was sent to the air/water nozzle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that foreign matter larger than the inner diameter of the air/water nozzle got into the air/water supply pipe and caused clogging. There were no deformations to the air/water/ nozzle. It was confirmed that reprocessing was not implemented according to the instructions for use. Olympus will continue to monitor field performance for this device.